Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery pack was not reading correctly in the patient's battery charger. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not being detected by charger) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a corrupted bq2040 battery chip. The root cause for the corrupt bq2040 battery chip could not be positively identified. No adverse event resulted from the corrupt battery chip. The patient received a replacement battery pack.